Manufacturer narrative:
(B)(4) .a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was dropped into the loader. The delivery system was pulled out and the seal was unable to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was dropped into the loader. The delivery system was pulled out and the seal was unable to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy amounts of blood was observed in and on the delivery device, as well as on the seal, indicating that there was an attempt to deploy the device in the aorta. The seal and anchor were observed to be outside the delivery device, with the tension assembly inside the delivery tube indicating the seal was manually put back in the delivery tube. The seal was observed to be intact, no visual defects were observed. The delivery tube was unable to be measured due to the presence of blood in the delivery device. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.